Event description:
The tip of a 3.5mm hexagonal screwdriver broke off in the head of a screw. The surgeon was doing a final tighten on the first screw with the ratchet handle and the bit sheared off flush in the head of the screw. The surgeon chose to leave the broken tip. Because of the torque being applied when it broke, he felt it was not going to come dislodged and would be safe to leave in. The procedure was completed without further incident to patient.

Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned.